Event description:
Per complaint (B)(4), a torque wrench got stuck on a dental implant during initial placement. It wasn't able to be released. The implant had to be removed and replaced. The procedure was not completed within the same visit. Failure of osseointegration was also reported. No adverse patient consequences were reported.